Event description:
Healthcare professional reported approximately eight days after injection with juvederm voluma with lidocaine, patient noticed "elevated hardening, some painful pressure and mild redness" at the injection sites. The healthcare professional injected hylase into the "the granulomas" to treat the patient's symptoms.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The events of granulomas, redness, hardening, and pain/pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.